Event description:
Information received indicates the right siderail is not latching.

Manufacturer narrative:
The technician found the siderail latch shoulder bolt was missing. The technician replaced the shoulder bolt to repair the bed.